Manufacturer narrative:
Date of report updated to (B)(6) 2015.

Event description:
Additional information received corrected the notified date to (B)(6) 2015 as opposed to (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v948945, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reported that she didn't think the "stim" worked very well. It worked some and then it didn't work. The device stopped working. The patient did not have a current healthcare provider (hcp). Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.